Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as it were discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg was non-functional. It was noted that the patient was having jolt during charging. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-4316 lot #: 16972914 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient¿s ipg was non-functional. It was noted that the patient was having jolt during charging. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient¿s ipg was non-functional. It was noted that the patient was having jolt during charging. The patient will undergo an explant procedure.